Event description:
Boston scientific received information that during the device replacement procedure for normal battery depletion, an insulation issue on the right atrial (ra) lead was confirmed. The physician attempted to replace the ra lead however; the sheath could not be inserted due to obstruction of the subclavian vein. The decision was decided to implant a new lead at a later date. The chronic ra lead was reconnected and all measurements were found to be within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, this patient underwent a revision procedure and this product was explanted and replaced. No further complications were reported.

Manufacturer narrative:
The investigation is on-going. This report will be updated upon receipt of additional details.